Event description:
Patient reported "rupture." Device remains implanted. This record is for an unknown side.

Event description:
Healthcare professional confirmed a left side deflation. Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease flat, black mold in the surface of the shell, and an opening. A leak test was performed which found an opening on anterior/posterior side. A microscopic analysis was performed which identified two striated edge openings, consistent with the use of a surgical tool, and a sharp opening in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is two striated edge openings on the anterior/posterior side due to surgical damage, and a sharp opening on anterior assessed as an unidentified (tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture."

Event description:
Patient reported "rupture." Device remains implanted. This record is for an unknown side.